Manufacturer narrative:
Date of event: the exact date of event is unknown. The best estimate is (B)(6) 2019. If explanted; give date: n/a (not applicable). The lens remains implanted. The intraocular lens (iol) is not returning for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
A female patient reported having some cornea swelling post implant of an intraocular lens (iol) in her right eye. The patient also had a cornea implant at the same time/during the same cataract procedure. The patient noted the swelling symptom within a few days after she had the procedure and reported the issue to her doctor. The patient has been treated with drops and ointment. On (B)(6) 2020, the patient indicated that she still has the swelling/inflammation, and she cannot see and has eye discomfort. Her doctor had initially put the patient on prednisone eye drops (1 drop, 6 times/day). When the patient reported that she still has the problem, her doctor asked her to continue using the drops as directed. The patient noted that the drops have now given her dry eye. The patient has not been able to see the doctor to ask about the cause of the swelling and only talked to her doctor over the phone. The patient indicated that she is scheduled to visit her doctor on (B)(6) 2020. The patient reported that her left eye is fine with no issues with the intraocular lens (model za9003) that was implanted in (B)(6) 2019. No additional information was provided.

Manufacturer narrative:
Corrected data: in review, it was noted that (B)(4) which was entered in the initial MDR report is incorrect. The correct code which should have been used is ''(B)(4) corneal edema, hazy, swollen cornea'' which is captured in this supplemental MDR report. The following field was updated accordingly: (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.